Event description:
It was reported that the device had recorded data stored prior to the date of implant. The data will be cleared on the patient's next clinic visit. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.